Event description:
In 2009, the pt reported that insulin spilled in the cartridge compartment of the infusion device 3 weeks ago. She stated that since that time she is unable to completely retract the piston rod and she switched to her backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.